Event description:
The hosp perfusionist reported on (B)(6) 2012 that blood leaked from the in-flow side of the heat exchanger during a procedure. She reported this occurred with two heat exchangers of the same lot. (Ref MFR report 1649914-2012-00026). It was reported that the blood leak involved a "minuscule" loss of blood and the procedure successfully completed using the same device. There were no pt complications reported as a result of the alleged event. The device was returned to the MFR for analysis on (B)(6) 2012. The MFR received a copy of the applicable user facility report on (B)(6) 2012 which indicated a "water to blood" leak instead. That alleged condition could not be verified with the hosp risk management office, whose info only supported the "blood to atmosphere" leak condition that was initially reported. F/u with the initial reporter (perfusionist) also confirmed the event did not involve water-to-blood. Based on that confirmation and also the analysis of both returned devices by the MFR, the event description in the user facility report filed with FDA was incorrect. This report is being filed to provide the correct info regarding the reported incident.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.